Event description:
It was reported to boston scientific corporation in 2008, that an interject injection therapy needle catheter was used on the same day. According to the complainant, "the physician pushed the needle out a little, closed it, then the needle would not come out at all." Reportedly, the procedure was completed with another interject injection therapy needle catheter. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.